Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative of the right atrial (ra) lead, that the patient was feeling dizzy and lightheaded. The lead had dislodged and was confirmed by both post operative x-ray and device interrogation that the lead had fallen into the right ventricle. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.